Event description:
It was reported that noise was observed on two stored episodes and the hv lead impedance was high. Recent delivered therapies showed hvli in range and therapies were successful. The physician will monitor the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.